Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) needs repair.

Manufacturer narrative:
Corrected fields: e1(event site state: 18, event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) units touch panel malfunctioned after the main power is turned off it operates normally after main power is turned on again. There was no patient harm reported.